Event description:
It was reported that an occlusion alarm occurred. No information was provided about any impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge in an attempt to resolve issue, then declined further troubleshooting, therefore no additional information was obtained.